Event description:
During field service installation of the device, the user reported that the flow sensor failed to function as expected. No other details regarding the nature of the event were provided. Since the event occurred during field service installation of the device, there was no pt involvement during this event.